Event description:
Please refer to report 0009613350-2019-00692-1

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: additional: h2 - h6. Correction: b4 - d10 - g4 - g7 - h10. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend has been identified. Event description: it was reported that the tabs/notches of the lag screw were broken during the process of znn nail removal. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Device analysis: visual examination: the lag screw ref (B)(4) lot 2929652 was returned for investigation. The visual examination shows that one of the lag screw tabs/notches is completely broken and the other is cracked. The broken piece was returned. In addition, there are circular marks visible on shaft area of the lag screw. This can be caused during the implantation or while trying to remove the lag screw. No other deformations or damages can be seen. Review of product documentation: all involved devices are intended for treatment. Surgical technique : the correct lag screw removal is described in the zimmer natural nail system ¿ cephalomedullary standard surgical technique. Conclusion: it was reported that the tabs/notches of the lag screw were broken during the process of znn nail removal. The lag screw was returned for investigation. The breakage of the lag screw tab/notch can be confirmed. The correct lag screw removal is described in the zimmer natural nail system ¿ cephalomedullary standard surgical technique. The investigation results did not identify a non-conformance or a complaint out of box (coob). There are possible causes for the breakage of the lag screw tabs: if the contact surface of the instrument and implant is too small, too high forces will be transmitted on the cams which lead to a fracture of this section. Excessive bone ingrowth onto the lag screw due to long in vivo time of the implant system, which makes high forces needed to remove the screw in a removal case. The in vivo time was approx. 1.5 years. Pathogenic bone diseases (e.g. Bone tumor) which affect mechanical properties of the bone (harder/ denser bone substance). However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
During the surgery the implant was found to be fracture. Surgical procedure extended for 1 hour 12 minutes.

Manufacturer narrative:
Additional information which was received on (B)(6) 2019. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additionals: description of event or problem, implant date,device manufacture date. Corrections: brand name, common device name, device identification. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical devices: cmn femoral nail, ccd 125, right, 11.5 mm, 21.5 cm catalog no# 47249321011; lot no# 2956340, cephalomedullary nail cap 0 mm height catalog no# 47248700200; lot no# 64106196. Concomitant medical products - therapy date : (B)(6) 2019. The manufacturer did not receive x-rays. The manufacturer received incident report for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
During surgery the implant was found to be fractured. Surgical procedure was extended significantly.